Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles, non penetrating nicks . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease sharp opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp crease sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.